Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of high blood glucose readings and loose drive support cap from the insulin pump. The customer's blood glucose reading was 389 mg/dl during the time of the incident. The customer stated that he was work when he was about to pass out. There was a 911 call during the event. The customer was treated with insulin. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be sticking out. The customer declined to troubleshoot for high readings. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the self test and all operating currents were within specification. The off no power alarm functioned properly. The drive support disk was inspected and no anomaly was noted. Unable to complete the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the detached end cap. The pump also had a cracked case at the display window corner and a cracked reservoir tube lip.